Event description:
A complaint of communication and charging issues between the implant and external equipment was reported after suffering a fall. The surgeon decided to replace the implant with a new boston scientific spinal cord stimulator.